Event description:
An altitude alarm was reported for a pump, and the customer's blood glucose exceeded safe levels, registering as "high." The customer managed the high blood glucose with a correction injection via multiple daily injections (mdi), without requiring third-party assistance. The issue was previously reported with the same pump serial number, and the pump was under warranty. As a resolution, technical support decided to replace the pump. Instructions were given to the customer on how to put the pump into storage mode, return the problematic pump, and steps to take with the replacement pump, which the customer understood and acknowledged.